Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device reported to not warming patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device reported to not warming patient. Per follow up information received via task on 18jul2025, spoke from biomed on 18jul2025. It was reported that they received technical support over the phone and the device issue has been resolved. No additional details were provided on exactly what was done to the device. No patient involved at the time of the malfunction. Device was sent back to unit and was back in service.

Event description:
It was reported that the biomed had an arctic sun device reported to not warming patient. Per follow up information received via task on 18jul2025, spoke from biomed on 18jul2025. It was reported that they received technical support over the phone and the device issue has been resolved. No additional details were provided on exactly what was done to the device. No patient involved at the time of the malfunction. Device was sent back to unit and was back in service.

Manufacturer narrative:
The reported issue was confirmed. The root cause could not be definitively identified. Per follow up information received via task on 18jul2025, spoke from biomed on 18jul2025. It was reported that they received technical support over the phone and the device issue has been resolved. No additional details were provided on exactly what was done to the device. No patient involved at the time of the malfunction. Device was sent back to unit and was back in service. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.